Event description:
A medtronic representative reported that the navigation system computer becomes unresponsive in the cranial software application. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.replacement device shipped to site. Part was replaced for issue resolution. Medtronic investigation of returned suspect device finds that the issue was duplicated. The boot text is distorted and unreadable. When the cranial application is launched with a test exam the computer becomes unresponsive and the image flickers while attempting to move the 3d model. The graphics card was found to have malfunctioned. Root cause: graphics card malfunction.